Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported to edwards patient support, approximately 25 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the patient passed away. It was reported that the patient had been discharged home on the day after the tavr procedure. Approximately 2 days later, the patient had a cardiac arrest. The patient was able to be resuscitated after chest compressions and was taken back to the implanting hospital. The patient remained in the intensive care unit (ICU) but was not in good condition and was unable to recover. Per the death certificate, the causes of death were listed as cardiac arrest, pulmonary embolism, acute kidney failure and thoracic aortic dissection. No allegations were made regarding the edwards device.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the provided medical records. The following sections of this report have been corrected/updated: a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), h6 (type of investigation, investigation findings), h10 (related report numbers) and h11 (additional narrative/data). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-04685 for details of the other event. Additional information was received via medical records revealing the patient underwent a successful transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve and there was no paravalvular leak (pvl). In addition, there were no device malfunctions nor procedural adverse events listed. The patient was discharged approximately 1 day post tavr procedure. Subsequently, approximately 3 days post discharge, the patient was readmitted to the hospital for shock secondary to a type b aortic dissection with cardiac arrest. Complications of this admission included sternal fractures from cardiopulmonary resuscitation (CPR), acute renal failure with continuous renal replacement therapy (crrt), heparin-induced thrombocytopenia (hit) with pulmonary embolism (pe) and deep vein thrombosis (dvt) and acute hypoxic respiratory failure all secondary to shock. The patient was placed on palliative care and passed away approximately 25 days post tavr procedure. There was no allegation or indication the tavr procedure, nor an edwards device caused or contributed to the event.